Event description:
New information on 12/14/16 stated that upon interrogation, the right atrial lead exhibited chronic noise leading to false mode switches. No intervention was performed. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed the atrial lead exhibited noise resulting in inappropriate mode switch episodes. The noise was not reproducible with pocket manipulation or isometrics. No intervention or patient symptoms were reported. The patient would be monitored.